Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely, that the issue (no image) was caused by a failure of the maj-1430. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D10: gif-h185 evis exera iii gastrointestinal videoscope. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus field service engineer (fse) visited the customer site. The issue was resolved by replacing the maj-1430 (videoscope cable exera ii). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image was not displayed. It is unknown when the reported issue was observed. There was no report of patient or user injury due to the event. The issue with the clv-190 was reported on the medwatch with patient identifier (B)(6).